Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bypass, while stapling the stomach, there was a problem loading the device, a small part of the yellow shipping wedge broke off when removed from the reload before it was loaded. The component fell into the patient's cavity and was seen and then lost. Nothing was done to resolve the issue.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the shipping wedge was noted to be damaged. The reloads were not visible in the returned pictures. It was reported that the shipping wedge was broken or yellow pieces have broken off from the shipping wedge and a component disengaged/disassociated from the device into the surgical cavity. The reported issues was confirmed. The product analysis noted evidence that the device was not used as intended. These issues may occur if the shipping wedge pull tab is pulled in a lateral fashion towards the distal end of the single use loading unit (sulu) channel rather than away from the channel, or if the loading unit is clamped prior to removal of the yellow shipping wedge. It was also reported that the device was difficult to load. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: information for use (IFU) instructions for proper loading or reload. IFU clearly states instructions for proper use of stapler. IFU precautions state: do not attempt to remove the shipping wedge until the reload is loaded into the instrument. The shipping wedge should be retained until the completion of the case. Do not clamp instrument prior to removing shipping wedge. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.